Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the guidewire got stuck. The 32mm x 2.75mm in diameter, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the guidewire got stuck and could not cross the guidewire lumen at the tip of the cutting balloon. The procedure was completed with another of same device. There were no complications reported, and the patient condition was stable.

Manufacturer narrative:
Updated e1: initial reporter zip/post code -updated. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that the guidewire got stuck. The 32mm x 2.75mm in diameter, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the guidewire got stuck and could not cross the guidewire lumen at the tip of the cutting balloon. The procedure was completed with another of same device. There were no complications reported, and the patient condition was stable.